Event description:
Catheter inserted into right internal jugular vein in may 2004. The catheter had functioned well until two days prior to explantation. The dialysis center noted that it was leaking from the arterial port during dialysis. During removal the catheter was cut distal and the remaining portion of the catheter was pulled thru the subcutaneous tunnel and out the anterior chest wall. Then the surgeon turned his attention to the existing portion of the catheter in the right internal jugular vein. Fluoroscopy was used to retrieve the catheter.